Manufacturer narrative:
Concomitant medical device: ddmb1d4 ICD implanted: (B)(6) 2017.

Event description:
It was reported that the patient's lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.